Event description:
It was reported that the patient presented at clinic due to a high defibrillation impedance exhibited by their right ventricular (rv) lead. No intervention was performed. The patient was stable.